Event description:
Sipap was purchased from viasys. The device is used for infant ventilation. The first unit was returned in september due to a non-functioning touch screen. The second unit was returned due to a defective pressure transducer. A third unit was sent and failed on an infant - there was no harm due to rapid therapist response. The o2 cell failed and shut the unit off. It would not allow the therapist to reset the controls or perform calibration to restart the unit. The rep was notified of all of the issues and the qa problems with these machines.